Manufacturer narrative:
Date of event is an estimated date.

Event description:
According to the available information the catheter was found cracked and in the patient's hand. A new catheter was placed. No adverse patient events were reported.

Event description:
According to the available information the catheter was found cracked and in the patient's hand. A new catheter was placed. No adverse patient events were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9485773. The intermediate product was made by our subcontractor which was informed about this issue. On 24th april, we received 1 used sample after decontamination we noted that the balloon had bursted with no missing pieces. On 6th june, we received the documentary investigation report from our subcontractor concluding that:" the probably root cause of this issue was a problem with balloon¿s raw material". Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: nc (B)(4): "pb ballons (bulles + agglutinés)" opened in (B)(6) 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A clinical evaluation was perfomed concluding that:"the folysil catheter ref. Ha6118 was placed at home on (B)(6) 2024, in a female patient catheterized for 7 months. On the same day, the balloon burst in situ. The replacement catheter (from coloplast) also burst and came out of the patient, during patient¿s toilet by the nurse, leading to clinical consequence described as severe urinary tract infection (symptoms not specified) and replacement of catheter at the emergency department.